Event description:
On (B)(6) 2021, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio reflect meter was reading inaccurately high compared to another meter (accu-chek). This complaint was classified based on information obtained from the customer care agent (cca) during the initial call and additional information when cca reviewed the call. The patient reported that the alleged inaccuracy issue began at unknown time in the morning on (B)(6) 2021. The patient claimed obtaining blood glucose readings of ¿128 mg/dl¿, which she compared to ¿98mg/dl¿ from the other device. The patient manages her diabetes with oral medications ¿metformin 1000mg and januvia 100mg daily¿. The patient denied making any change to her usual diabetes management routine in response to the alleged results. The patient reported that on (B)(6) 2021, after obtaining the alleged inaccurately high blood glucose reading, she developed symptoms of ¿shaky and diaphoretic¿. The patient reported that she self-treated by consuming a glass of milk. The patient denied obtaining a blood glucose result from another device. At the time of troubleshooting, the cca confirmed that the patient carried out the correct testing steps, the unit of measure was set correctly at the time of testing and that the same approved sample site was used to obtain the results. The cca established that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. The cca also noted that at the time of the call, the patient performed a control solution test, and the result was in range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event for an acute low blood glucose excursion after obtaining an alleged inaccurately high blood glucose readings on the subject device.